Event description:
Boston scientific received information that this pacemaker displayed noise, oversensing, low pacing impedance measurements less than 200 ohms, and pacing inhibition greater than two seconds. It was noted that the patient experienced a syncopal episode. It was also noted that the patient has twiddler's syndrome and admitted to twisting the device in the pocket. A revision procedure was performed and the leads were found wrapped around the device. The device was explanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.